Event description:
A report was received that during a permanent implant, the physician had difficulty connecting the lead to the lead extension; three extensions were damaged because the lead would not advance or go in entirely into the extensions. The physician tried the pt's other lead and was able to connect an extension to this lead, however, while connecting the lead, it was fractured and the physician chose to implant the fractured lead. Re-programming was unsuccessful due to high impedances on all contacts. The pt was reportedly doing well and was scheduled to undergo a lead revision.